Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that the intraocular lens (iol) was explanted from patient's right in a secondary procedure, due to negative and positive dysphotopsia and visual disturbances that was significantly interfering with the activities of daily life. It was noted that patient sees halos and glare, minimal astigmatism and sees wavy, crooked, double lines of road when driving at night. Also, it was further noted that patient has great near vision but was not able to function with aberrations at distance. Incision was not enlarged and vitrectomy was not performed. No patient complications were reported. Replacement lens was placed to complete the surgery. Replacement lens is a non-amo lens. It was reported that patient has recovered. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The sample was visually inspected under a microscope. Visual inspection revealed that the lens was returned cut in two pieces whereby surface residuals (fiber/particles) were observed on the lens the lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the observed condition of the returned lens, the diopter measurement could not performed. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.